Event description:
It was reported that the patient loss weight and was experiencing inadequate stimulation. It was also stated that the patient spinal cord stimulator (scs) paddle lead had migrated which was confirmed through imaging. The patient underwent a procedure wherein the ipg was replaced and repositioned and paddle lead was placed back to its original position. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-70. Serial number: (B)(6). Batch/lot number: 7071835. Model/catalog description: artisan MRI paddle lead 70 cm. Unique identifier (UDI)#: (B)(4).